Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus territory manager reported (on behalf of the customer) that the locking piece had broken off the telescope ("oes elite", 4 mm, 30°, hd, autoclavable). The issue was found during reprocessing and there was no patient harm associated with the event.

Manufacturer narrative:
Corrected fields: d9 (device was returned prior to initial being sent). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The direction pin was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due frequent use of the device. In addition, the following non-reportable malfunctions were found during the device evaluation; bent outer tube, dents/scratches on the objective frame, and debris in the optical. Olympus will continue to monitor field performance for this device.